Event description:
It was reported that the universal chuck with t-handle was falling apart at the t-handle. It broke off into three (3) pieces and slid off the handle. No patient involvement or delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An awareness date of june 22, 2015 was reported in error on the initial medwatch. Further clarification surrounding the event confirmed that the actual awareness date for the event was june 26, 2015. Fields updated to reflect this corrected information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed. The investigation of the complaint articles indicates that: the customer reported the handle was falling apart, broken into three pieces, and sliding off. The repair technician reported the threaded ring cover came loose, the roll pin was missing, and the t-handle was bent and scratched. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: t-handle (new lot # 8644204), spring, roll pin. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. New lot number provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot # 8018185 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is february 28, 2008. The source of the manufacture date is the release to warehouse date. When the device was repaired and returned, the broken t-handle was replaced with new lot 8644204. The complaint itself is against the device with lot 8018185. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.